Manufacturer narrative:
Additional patient information: patient height reported as 65 inches. Additional device product code: hrs. (B)(4). Device broke intra-operatively during hardware removal procedure performed on (B)(6) 2016 and was not fully explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw broke during a planned hardware removal on (B)(6) 2016. The patient was originally implanted with a tibia plate and screws on (B)(6) 2016 to treat a left tibia fracture. The patient routinely rides a motorcycle in motocross. The reason for the hardware removal was to prevent future complications of a re-fracture with hardware present. During the hardware removal, a 2.7mm variable angle (va) locking screw broke into two pieces. The screw head snapped off of the shaft at the point where they intersect. Some broken screw fragments were left behind in the patient. Removed hardware included one tibia plate, five cortex screws and three locking screws -all intact except for the screw which broke during the procedure. There was a reported five minute surgical delay. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: unknown screwdriver (part #unknown, lot #unknown, quantity 1), tibia plate (part #02.118.009, lot #unknown, quantity 1). This is report 1 of 1 for (B)(4).